Event description:
It was reported that during insertion of the iab through the introducer sheath, the iab could not be advanced fully. The assembly was removed and then the physician inserted the iab into the original insertion site without the sheath. The pt expired later of causes unrelated to this event.